Event description:
Insufficient notification of a lab product change that could cause up to a 20% variation in test results. (B)(6) did not received a customer bulletin fore change in reaction tubes from (B)(6) 2020 in a timely manner. The siemen's supplier for the plastic resin used in the reaction tubes modified it's formulation. The current and new reaction tubes can no longer be used together. The new tubes needed to be used to calibrate and establish slope, perform qc and patient testing. There is the possibility that incorrect patient results were released in november. We do not know when we first received the new tubes and there is no way to tell the tubes apart once they are out of the bag, we do know there were qc issues during this time, that were likely related. When performing troubleshooting oh the analyzer with service, we learned about a customer bulletin and identified two open bags of reaction tubes (old and new), likely mixed on the analyzer. No known patient harm. See other relevant history. Notified account rep who stated he was also unaware of this change from siemens and they have communication that comes for a variety of teams and their team doesn't always get appropriate notice. He added chemistry supervisor to the sch account so she should receive notifications in the future. Siemens has an internal process for improvement ideas and agreed that the packaging should have a better label indicating this was a new product that could not be used with existing products, which he will submit. Product notifications which impact the performance of clinical testing should require a signed return receipt from the customer acknowledging the product issue.